Manufacturer narrative:
Evaluation: results - the extensions were returned cut in two as a consequence of the explant procedure. Visual inspection of the extension segment revealed two broken wires in the header of extension "a" that corresponded to channels 7 and 8. The only electrical opens identified were channels 7 and 8 of header segment "a." These open were caused by the broken wires observed in the header. All of the other extensions segments passed continuity testing. According to the downloaded patient parameter's, the broken wires were on unused channels; however, due to multiple revisions, these channels may have been used at some time during the patient's therapy. As such, the broken wires in the extension could have contributed to the reported ineffective stimulation. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-15570.